Manufacturer narrative:
In response to FDA report number mw5025772. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: "anaplastic large cell lymphoma related to a breast implant."

Event description:
Regulatory agency provided the following report from a healthcare provider: patient developed anaplastic large cell lymphoma related to a breast implant - mcghan 650 cc. Dates of use: over 30 years. Reason for use: breast augmentation. Device has been explanted. Histopathological markers were not reported.